Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The device passed flow rate testing, the over-infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an over-infusion during therapy (medication, dose, programmed amount and delivery rate unknown). The device was programmed to deliver an unknown medication for 23 hours however, the infusion and finished in 15 hours. There was no known patient injury or medical intervention associated with this event. No additional information is available.